Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported multiple errors came up during preventative maintenance service which was followed by a system self-check fail after the second restart on automated impella controller (aic). Battery failure (red alarm) was noted. There was no patient involvement.

Manufacturer narrative:
The investigation for the console (aic) battery failure-red alarm has been completed. Data logs were reviewed which revealed pbm communication errors that would have resulted in the system self check failure and loss of pbm1 communication. The console was returned for evaluation. During testing, the failure mode was reproduced and the super cap on the pbm was confirmed to have corroded the pbm communication trace next to it. The cause of the aic issue was contamination of a communication line on the pbm.